Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that a second mesh product was implanted on same surgery date. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal sacral colpopexy, and repair of incidental cystotomy, due to stress urinary incontinence and vaginal prolapse. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems ,vaginal protrusion, bleeding, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2010 concurrently with an ams product implant. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.